Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device found extensive damage including stripped threads. A device history review could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the threads of the polyaxial screw becoming torn cannot be determined from the sample and information provided. A possible root cause is inadvertently cross-threading the set screw during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was inserting screw when driver tip sheared off. Surgeon used another driver to finish inserting the screw. Once inserted, the surgeon tried to put a set screw on to make sure screw was still operational. Set screw fell in the screw head. Screw head was visibly splayed. Surgeon then had to use a metal cutting burr to drill the head of screw off and manually remove the screw shank. (B)(6) 2015 ms: (B)(6) manger spoke to rep and rep was able to provide additional information. The screw was not splayed, the threads were cross-threaded . Report on broken driver and cross-threaded setscrew. Per rep: surgeon broke driver tip in screw drive feature. Tip not retrievable. Continued to drive screw using an alternate driver that drives off the thread. When placing set screw, set screw cross threaded, possibly torn, rep does not recall. Cut the head off of the screw as driver feature had the tip in it.